Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va185j1, product type: lead.

Event description:
Patient fell a few weeks after implant and landed hard on her kitchen floor. Patient said that the doctor conducted an x-ray and determined that the lead had moved on top of her tailbone, which was causing the pain. Patient was crying hysterically due to the pain. The lead was later surgically revised and replaced on (B)(6) 2016. Patient confirmed that they told a representative about the lead issue 2 to 3 months ago. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for gastrointestinal / pelvic floor.